Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6): the patient was preoperatively diagnosed with lumbar spinal stenosis. Left sciatica. De generative disc disease. Previous back surgery and underwent the following procedures: decompressive lumbar laminectomy l5-s1 with left-sided foraminotomy, pedicle screw instrumentation at l5-s1 . Iliac crest bone graft harvest, right transforaminal lumbar interbody fusion l5-s1 with left-sided approach, cage structural implant l5-s1 disc space. Application of rhbmp-2. Bone morphogenic protein sponges. Patient alleges unspecified injury due to the use of rhbmp-2.